Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not reproduced. All tests were conducted, but no abnormality was found in the device. Since the device was normal, the cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii video system center, does not turn on anymore. No image. The issue was found during the reprocessing. The procedure was unknown. There was no delay in procedure. And the same device used to complete the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found that the locking system of the video connector found faulty, but the connection was still possible (no picture available). Extensive tests were carried out with different types of devices from evis extera I, ii, and iii series range, also including camera heads. But we were unable to reproduce the phenomenon reported by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.